Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the small intestinal videoscope tested positive for klebsiella pneumoniae ss. Pneumoniae. The device was retested on (B)(6) 2025, and it tested positive for klebsiella pneumoniae ss. Pneumoniae. The device was tested again on (B)(6) 2025, and tested positive for klebsiella pneumoniae ss. Pneumoniae in the biopsy channel. The device was tested again on (B)(6) 2025, and tested positive for escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air/water channel/suction channel cfu: <1cfu bacterial identification: n/a sampling date: nov 28, 2025 sampling from: instrument channel cfu: 2cfu bacterial identification: peribacillus sp the device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.